Manufacturer narrative:
(B)(4).

Event description:
It was reported that "c-ICU at the general had an issue with one of the sac catheter guidewires on the weekend where the guidewire snapped after catheter insertion. Ultrasound was done post and no wire was located inside patient needing removal is understanding." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.

Event description:
It was reported that "c-ICU at the general had an issue with one of the sac catheter guidewires on the weekend where the guidewire snapped after catheter insertion. Ultrasound was done post and no wire was located inside patient needing removal is understanding." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".